Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system reset alarm that results in a loss of mechanical ventilation. There was no report of patient involvement.